Event description:
Co received a report that one pt experienced a corneal burn during a routine phacoemulcification procedure. One suture was required to treat the wound. The hosp performed their own eval and found the system to be functioning properly.